Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller in resetting the pump, and the malfunction code did not reoccur. The customer was advised to report if the issue recurred, and they acknowledged the instructions.